Manufacturer narrative:
No malfunction of the software could be identified based on the information and data provided.

Manufacturer narrative:
It was found in the communication logs that after the instrument manager sent the ID and name to the cobas 6000 the incorrect name was returned from the cobas 6000 control unit. The investigation is ongoing.

Event description:
There was an allegation of a patient name mismatch on the cobas 6000 e601 module. When the sample barcode was read, the name displayed on the control unit (cu) was different than the name on the barcode. The results associated with the sample were attached to the proper patient when it was sent to the lis. The incorrect name was only on the display of the cobas 6000. The results reported out of the customer's lis system were under the correct patient name.